Manufacturer narrative:
Qn# (B)(4). The customer returned one dilator for analysis. Definite signs of use were observed on the dilator body and within the hub. Visual analysis revealed that the dilator body separated at the hub. The separation point appeared smooth, and signs of adhesive were visible on the dilator separation point. No remains of the dilator were visible within the hub. The overall length of the dilator measured 3 3/4" which is within the specification limits of 3 5/8 - 3 7/8" per the dilator product drawing. The outer diameter of the dilator measured 0.06375 which is within the specification limits of 0.063 - 0.065" per the dilator product drawing. Functional testing could not be performed due to the circumstances of the returned sample. A device history record review was performed, and no relevant findings were identified. The customer report of a dilator hub separation was confirmed through investigation of the returned sample. The dilator extrusion was separated at the hub. Visual inspection of the point of separation revealed that no dilator hub material was present in the separated hub. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "sheath introducer broke after removing from the patient during a procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".